Manufacturer narrative:
Additional information: h4: the lot was manufactured in november 2024. H11: four (4) actual devices were received for evaluation. A visual inspection was performed on all the samples and tiny dark fiber or mark on the white connector, small white particle on the white connector, tiny dark spot on the white connector, tiny dark fiber on the white connector were observed. The particles were not in the fluid path. The reported condition was verified. The cause of the issue could not be determined; however, was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) syringe inlets, micro-volume with luer lock end had particles inside the packages. The process step was not specified. There was no patient involvement. No additional information is available.